Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at work when he began feeling fatigued. The last recorded cgm value was 70 mg/dl. No bg meter comparison was performed at that time. It was noted that the patient¿s cgm low threshold alert was set to 60 mg/dl. At an unspecified time later, the patient experienced a sudden loss of consciousness. A coworker contacted emergency medical services. Upon ems arrival, the patient¿s cgm reading was 50 mg/dl, and a bg meter reading indicated 20 mg/dl. The patient was treated with an unspecified intravenous medication. Ems remained on-site for less than one hour and departed once the patient was stable. At the time of reporting, the patient stated he was feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.